Event description:
The customer alleged questionable results for thirty two patients tested for glucose hk (glucose). Of the thirty two samples, seven were found to be discrepant. The initial results were all reported outside of the laboratory; these were corrected to the repeat results. The samples were initially tested on (B)(6) 2011 and the date each sample was repeated is unknown. Patient sample one initially recovered 333 mg/dl accompanied by a data flag and repeated as 133 mg/dl accompanied by a data flag. Patient sample two from a female born on (B)(6), initially recovered 247 mg/dl accompanied by a data flag and repeated as 122 mg/dl accompanied by a data flag. Patient sample three from a male born on (B)(6), initially recovered 247 mg/dl accompanied by a data flag and repeated as 123 mg/dl accompanied by a data flag. Patient sample four from a male born on (B)(6), initially recovered 142 mg/dl accompanied by a data flag and repeated as 108 mg/dl accompanied by a data flag. Patient sample five from a female born on (B)(6), initially recovered 115 mg/dl accompanied by a data flag and repeated as 86 mg/dl. Patient sample six from a female, initially recovered 114 mg/dl accompanied by a data flag and repeated twice with a result of 87 mg/dl each time. Patient sample seven from a female, initially recovered 111 mg/dl accompanied by a data flag and repeated twice with a result of 84 mg/dl each time. Patients one and three were not adversely affected by the event. The customer did not have access to information on treatment due to the discrepant results on the rest of the patients. The analyzer used was a cobas integra 400 plus, serial number (B)(4). The field application specialist contacted the customer and explained that the customer had tried to calibrate two different glucose cassettes on the integra 400 plus about one and one half months ago. Calibration failed on both packs and these packs were then placed in the refrigerator. At a later date, the customer started a new lot number of calibrator and calibrated another glucose cassette of the same lot number. There was no issue with this calibration. They ran this cassette until there were no further tests remaining. Then, on (B)(6) 2011, they took one of the old cassettes that previously failed calibration and placed this cassette on the instrument. Quality control was run on the cassette and this passed. This was the same cassette that the discrepant glucose results were generated from. The field service representative determined the cause to be the glucose reagent pack. He stated that the customer had already changed out the questionable pack before he arrived. He ran performance tests on the analyzer and these passed.

Manufacturer narrative:
Based upon the information provided, a shipping or inappropriate storage issue with the affected reagent cassette occurred. No other complaints for this lot have been received. No adverse event was reported.